Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument wire broke off near the tip. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the small grasping retractor instrument was inspected prior to use and nothing out of the ordinary was observed. The procedure was completed and the instrument was wiped down and sent to sterile processing to be cleaned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding wire broke off was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue.